Manufacturer narrative:
(B) (4).

Event description:
In (B) (6) 2009, the pump had a volume discrepancy. The expected volume was 2ml; the actual volume was 6ml. The discrepancy was within the limits of accuracy specifications. In (B) (6) 2010, the patient experienced a change in therapy effect. The increased volume discrepancies at refill had been continuing; the volumes were not provided. Additional troubleshooting was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.